Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was reported. There was no imported impact to customer's blood glucose level. Reportedly, customer cleared the alarm, and successfully resumed insulin delivery.